Event description:
The hcp reported the patient presented on the event date, with constant pain (10 out of 10 on pain scale) and numb toes. The hcp reports in 2006,the expected reservoir volume was 6.2 mls but they withdrew 11 mls. Catheter and roller studies were performed and found to be negative. The pump was refilled and reprogrammed. No alarms were heard. Two months later, the estimated reservoir volume was 1.8 mls and the actual volume was 20.0 mls. The device and catheter worked fine but flouroscopy showed fluid around the device pocket. Troubleshooting was continued to determine if the fluid was the result of a pocket fill versus a leak or a possible seroma. A catheter access port dye study was performed which showed the pump had flipped in the pocket. The pump was flipped back into place. The catheter appeared fine. It was attached and in good shape. The drug used in the pump is dilaudid 4 mg/dl at 0.08496 mg/day. The patient recovered without sequela. The manufacturer has requested additional information which had not been received on the date of this report.